Event description:
It was reported by service report that the stretcher would not pump up or raise from either pump pedal. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Pump pedal bar.